Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-26. H6: investigation summary: customer returned a single 0.5ml syringe with no other forms of identification. The needle shield¿s removal force was 3.09 lbs, which is within the acceptable range of 0.85 lbs to 5.95 lbs. The needle itself appears to be in good condition without being bent to a notable degree that could impact its usage. It was noted that nothing could be drawn into the barrel of the syringe. A rod was inserted into the cannula of the syringe and an obstruction at the far end of the cannula was found. This obstruction could not be dislodged. The syringe will be sent to holdrege for further analysis regarding the potential obstruction. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, bd was able to replicate and confirm the customer¿s indicated failure of the syringe not drawing insulin. H3 other text: see h10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was unable or difficult to aspirate. The following information was provided by the initial reporter: material no: 328468. Batch no: 1018848 and unknown, consumer reported finding these needles not taking in insulin past 3-4 months.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers which may have been involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1018848. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-01-18. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 1018848 for difficult/unable to operate (not drawing). This is the 1st related complaint for difficult/unable to operate (not drawing) on lot # 1018848. A review of the device history record was completed for batch# 1018848. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was unable or difficult to aspirate. The following information was provided by the initial reporter: material no: 328468 batch no: 1018848 and unknown. Consumer reported finding these needles not taking in insulin past 3-4 months.